Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's left arrow and enter button had frequently no or intermittent response. Customer stated that insulin pump had replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, active current measurement, sleep current measurement, and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. The following were noted during visual inspection: cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).